Event description:
During a pta treatment procedure, balloon deflation difficulties were encountered with the sasuga ham balloon catheter. The lesion being treated was a 90% stenotic lesion in the renal artery. The sasuga ham balloon was inflated to 12 atms/30 seconds. When deflating, the balloon "needle a long time". The second deflation "needle a long time also". No pt injuries or complications were reported. Pt status is reported as "good".